Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had an abnormal noise. The patient's blood glucose at the time of incident was 7.9 mmol/l. The noise was getting progressively worse; this was the second time the customer had called about the issue. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was monitored for eight hours with multiple basal rates, the insulin pump functioned properly. No noise or unexpected audio or beep anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current test. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.